Manufacturer narrative:
Continued e.1. Phone number: (B)(6). A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture; "silicon in right axillary nodes".

Event description:
Healthcare professional reported right side rupture and "silicon in right axillary nodes". Device has been explanted and replaced with a non allergan device.

Manufacturer narrative:
Device photo analysis: visual analysis of the photographs identified: rupture: observed but cannot perform an assessment of the opening as no microscopic analysis can be performed. Silicone migration: unable to observe since it is not related to the device. No further actions are required since no issue in the manufacturing of the device is observed.

Event description:
Healthcare professional reported right side rupture and "silicon in right axillary nodes". Device has been explanted and replaced with a non allergan device.

Manufacturer narrative:
Device analysis: the device is a silicone device. Based on the device analysis grid, the assessments of the complaint are: ¿ rupture: observed two openings on posterior assessed as an unidentified (tear) opening (shell thickness within spec). ¿ silicone migration: unable to observe since it is not related to the device. Additional observations: ¿ no other observations observed on the device.

Event description:
Healthcare professional reported right side rupture and "silicon in right axillary nodes". Device has been explanted and replaced with a non allergan device.